Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm which was not reproduced but confirmed through the history log. The messages were found to be caused by a failed link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.